Manufacturer narrative:
The phacoemulsification machine and handpiece was examined and tested at the customer location by an amo field service specialist (fss). The fss indicated the surgery center had subsequent surgeries were performed without incident. The fss found no issues with the operation of phacoemulsification unit and no issues with the handpiece. The fss found the handpiece to meet all amo specifications. The suspected handpiece was found to be working properly. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s operative eye. As a result of the corneal burn, the wound required sutures. A brief description from the surgery center indicated the phaco tip heated up on the patient¿s eye. This report is for the phacofragmentation unit.

Manufacturer narrative:
Correction: in initial report, the date of manufacturer provided (9/23/2016) was incorrect as it should have indicated 08/31/2016. Device evaluation: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature pro console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.